Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with a non-sustained right ventricular oversensing (nsrvo) alert for p-wave oversensing. No changes were reported. The patient was stable.